Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine, ketamine, and fentanyl via an implantable infusion pump for non-malignant pain. It was reported that the hcp thought the catheter was damaged and the pump was alarming. The hcp stated that the patient had a procedure on (B)(6) 2026. The hcp asked for and the agent provided the password to permanently shut down the pump.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-oct-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.